Event description:
Agent ide study: it was reported that chest pain and restenosis occurred. On (B)(6) 2012, a target lesion in the proximal right coronary artery (rca) was treated with 2.75 mm x 12 mm and 3.0 mm x 20 mm promus element plus drug eluting stents. On (B)(6) 2013, the distal rca was treated with a 2.5 mm x 12 mm promus premier. On april 5, 2022, angiography revealed 60% stenosis in the proximal rca associated with chest pain.